Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to confirm excessive no delivery and motor error alarms due to compromised force sensor system alarm. Unable to perform occlusion, prime and excessive no delivery tests due to compromised force sensor system alarm. The motor was tested outside of the device and passed. All operating currents are within specification. The insulin pump passed displacement test, self-test, off no power test and unexpected restart error test. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked case. The insulin pump was missing end cap sticker and drive support sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident was 90 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm; however, the device alarmed motor error a few days prior to the compromised force sensor system alarm. The drive support cap was flush. The customer was not pressing on the drive support cap while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.